Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the returned device had a deformed clamping mechanism and bent laminates. Functional testing found that the product's jaws would not close completely. It was reported that the device jammed. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur by firing in over indicated tissue thickness. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the stapler jammed. There was no patient injury.